Event description:
It was reported that the patient¿s lead completely pulled out after a fall. It was noted that the patient was doing ¿testing¿ and she fell and got sick. It was noted that this happened three months prior to the report. It was noted that the patient was having a lead revision surgery in the next couple of weeks. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Product ID: 3550-39, lot# n342965, implanted: (B)(6) 2012, product type: accessory. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead.